Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed with air detected in the cassette error message while the patient was in drain 3 of 5. Technical support advised the patient to cancel the treatment and reset up with new supplies. The patient noticed a fluid leak while removing the cassette from the cycler cassette compartment. Technical support offered to replaced the cycler and advised the patient to follow up with the pd nurse. The patient stated that he was going to use continuous ambulatory peritoneal dialysis (capd) to complete the rest of the treatment. Further information has been solicited. No adverse event reported at this time. The set has not been made available for evaluation.